Event description:
Event reported verbatim from maude event report submitted by pt: surgeon practically forced a medium mesh plug into my 1 cm umbilical herniated suture (previous surgery 2005). Immediately after surgery, severe neurological pain later diagnosed as definite involvement of medial branch of genitofemoral nerve. Pain started intermittent and uncomfortable, but quickly progressed to painful and constant. I never was able to do something as simple as drive a car, due to the post-op nerve pain. After 14 months of increasing disability, I could no longer sit down at all, I could no longer work at my desk job. I last worked in 2007. In 2009, a surgeon successfully removed the mesh from my body. So far, the neurological pain has not relented; I am still unable to sit. My life is ruined because of a 1 cm umbilical hernia. I have no job now, no social life, and am severely depressed. The original surgeon refuses to provide a copy of my operative report. He insists all that exists is a "procedural sedation report", which is nothing more than a chart of my vital signs and the lot number of the mesh plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report; therefore, no f/u can be made. We therefore, consider this report complete to the best of our current knowledge.